Event description:
On 05/06/99 a voice mail message was rec'd from the facility which stated that the "balloon burst while prepping. There was no pt involvement. The device is expected to be returned for analysis. No further info is available at this time.